Event description:
It was reported that a problem occurred on the tip of the product during the procedure. The tip was spreading water in all directions, spraying and misting. A back up device was used. No patient harm was reported.

Manufacturer narrative:
D3 the device used in treatment has been received for evaluation. A visual inspection of the returned handpiece noted that the hose was not attached to the handset. A functional assessment could not be conducted as the piston within the handset was stuck, preventing the unit from being primed and tested, however no obstructions was noted. The pump cartridge was dismantled and found to be seized due to rust, this occurs due to oxidization of the saline solution used, this finding established a relationship between the complaint reported and the device. The device history record review could not be performed because lot number provided does not match those recorded. However, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history has been reviewed, which show previous instances of this failure recorded. These failures are under constant review; however, it is deemed that no further action is necessary in relation to this complaint, which has now been finalised and recorded as corrosion. The versajet system is a high-pressure device, which uses saline in its operation. The instructions for use, details guidance on the maintenance and cleaning of the device. With specific guidance on the matter of corrosion. It is highly recommended that these instructions are followed to prevent re-occurrences of this failure. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that a problem occurred on the tip of the product during the procedure. No patient injuries were reported.